Event description:
A service technician from dealer reported that a jb-70 intra-oral x-ray unit, serial number (B)(4), would generate an exposure on its own when the unit was turned on. The system could not make additional exposure unless it's powered off and on again.

Manufacturer narrative:
Method: the defective display panel was not received by progeny. The returned logic board was confirmed to be at the revision level prior to the design change that corrected the issue reported. The symptom and the revision of the logic board match a known failure mode of jb-70 units built within a specific time frame.